Event description:
It was reported this balloon ruptured following the first inflation at ten atmospheres, during dilatation of a stent in the subclavian vein. Following balloon rupture it was noted a segment of the balloon material had detached and remained in the pt. Surgical retrieval of the detached balloon was successful and uneventful. The procedure was successfully completed with this balloon catheter and the pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineer's eval, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this device was used to dilate a stent which is not an indicated use of this device. Co believes the above factors may have contributed to this event. However, co is unable to determine an exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...any use for procedures other than those indicated in these instructions is not recommended...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."